Event description:
A vest restraint had been applied to pt due to a risk of falls. Pt had been checked at approx. 6:30 am. At 7:18 am the pt was found out of bed with the restraint still attached. The pt's back was against the side of the bed, their legs & feet were on the floor, and their buttocks were approx. 1 inch off the floor. The pt had arrested. Resuscitation was performed, but unsuccessful. The emergency dept physician (who is a medical examiner) who responded to the resuscitation efforts did not think that the restraint caused the pt's death, so they did not order an autopsy. Lower side rails were down, so pt could have gotten back in bed.